Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) over 400 mg/dl. The mom reported that at 4:00 am (B)(6) 2019, the cannula came out of her son's skin, he changed the pod but he still ended up having to go the hospital. They took him to ER (emergency room) at 2:00 am on (B)(6) 2019 and he was there until 5:00 am. Prior to taking him to the ER he was vomiting, his bg levels were high and he had low ketones. The mom had given him 10.8 units of insulin by injection and by the time they got to the ER he was starting to feel better and his bg was dropping so they did not treat him for dka. He was well above 400 mg/dl for about 8 hours, his dexcom was just reading high and the arrows were pointing up. While at the ER he was vomiting so they gave him zofran (amount unknown). While at the ER he had stomach pains, vomiting and his ketones were high. His insulin doses had been changed by mom 2 or 3 days prior to this event. Mom increased his ic ratio by 1, from 12 to 11 and increased all of his basal segments by .5 throughout the whole day. The ER doctors did not make any changes to his dosages or pdm settings. They had been in contact with his endocrinologist while he was at the ER. He uses admelog insulin. Mom does not have the pod that was involved with this event. Mom stated that when this pod was put on, her son felt something a little different about it so they looked at it and the cannula was bent.